Event description:
Customer reports lung congestion including a productive cough. The customer saw the md and was prescribed an inhaler with no relief. In addition, the customer had an x-ray with negative findings.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation